Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving infumorph (10 mg/ml at 3.25 mg/day) via an implanted pump. The ptm (personal therapy manager) programming was 0.4 mg with 4 doses/24 hours available and a lockout interval of 6 hours. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 the patient was taken to surgery for a routine pump replacement procedure as the pump had reached eri (elective replacement indicator). Prior to the procedure the patient was asked if she had many dosage increases recently and the patient responded that it had been stable. During the procedure, when the catheter was disconnected from the old pump, there was no flow; it was noted that the patient was lying supine. A (B)(6) syringe was connected and aspiration was attempted; however, no csf (cerebrospinal fluid) was withdrawn. The catheter was connected to the new pump and the 24g non-coring needle that came with the pump was used to aspirate from the catheter access port and they withdrew approximately 1ml but there was no free flow. They tried to flush the catheter with preservative free normal saline and resistance was met but it was flushed with .5ml. The catheter volume was noted to be .258 ml. A dye study was done and it was noted ¿could see dye track thru catheter but no definitive myelogram¿. Although it was noted in the pump that the catheter level at implant was t10, the catheter appeared to have moved several vertebral bodies superior to t10. Radiologist review of the myelogram concluded that the catheter was at t7 and in subarachnoid space. The physician made the decision to connect the catheter to the pump with no catheter revision at this time. The pump programming was left the same. It was unknown if the issue was resolved. The patient status was reported as ¿alive ¿ no injury¿.